Manufacturer narrative:
As of 08/04/2022 a recall has been initiated z-1517-2022.

Event description:
On the initial report received on 06/21/2022 consumer reported the following: "bought product for daughter who had breast surgery, they fell apart with inside of pad sticking directly into her open wound." On completed cir received from consumer on 07/20/2022, she stated applied a warm cloth to try to remove the pieces of the product. She added that on her daughter's follow up appointment, the doctor was able to remove the remnants of the pad & no harm was done.